Event description:
Procedure: vats. According to the reporter: after firing the instrument, the full length of the tcc broke. There was poor staple formation, but only at the end of the sulu. The last staples which didn't form right fell into the pt. Almost all of the staples were retrieved. They used some sort of grasping tool. No excess blood loss. Surgical time was extended by more than 45 minutes. The procedure was completed laparoscopically.